Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device under-infusing was not confirmed during testing or during a review of the device logs. Laboratory test results performed on the reported suspect device confirmed the pump module to be delivering fluids within specification for rate accuracy and was operating as intended. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The dataset, the pcu or the pcu event logs were not returned; therefore, a log review was performed with the limited information contained in the pump module event log. The pump module logs do not contain drug or keypress information, volume infused and programming parameters. A review of the suspect pump module error log showed no errors relevant to the reported complaint. A review of the device event log showed that the last time the device was used prior to dchu testing was on 12aug2025, the device was selected at 8:44 am and an infusion was programmed with the following parameters: rate=250 ml/h; volume to be infused (vtbi)=250 ml. At 9:44 am the device was channeled off by the user. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n:(B)(6) wo: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device under-infusing was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing. Note that this report lists imdrf annex a040502, a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had under infused. There was patient involvement but no harm. Although requested, the customer stated that they would not be able to provide any further information. Bd received additional information. It was reported that the infusion was started at 0845 and was "supposed to go for an hour." However, at 0945, there was still "a full bag". No further information has been provided.

Event description:
It was reported that the device had under infused. There was patient involvement but no harm. Although requested, the customer stated that they would not be able to provide any further information.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.